Event description:
The pt services rep (psr) assisting a (B)(6) male pt contacted zoll lifecor customer support to report that they were unable to baseline the pt despite numerous attempts. The pt was sent a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluations of electrode belt (B)(4) and monitor (B)(4) have been completed. The reported problem (cannot baseline patient) has been confirmed. The cause for the inability to baseline was the absence of the driven ground signal. A bent treatment pin in the monitor was preventing the delivery of the 800 hz driven ground signal from the rear therapy electrode pads. The bent treatment pin prevented proper mating with the electrode belt connector. The root cause of the bent pin cannot be positively identified. No adverse event resulted from the bent treatment pin. The pt received a replacement monitor.